Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced incontinence, bleeding, vaginal erosion and ulcerated polyps in the vaginal area. A portion of the sling was removed in 1999. The sling sutures were removed at a later date. The sling sutures were removed at a later date. The device was not returned for eval.